Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported intracranial bleeding and neurological dysfunction, as well as a direct correlation to the heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 06jul2018. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists bleeding, stroke, and neurological dysfunction as adverse events that may be associated with the use of heartmate ii left ventricular assist system in section 1 ¿introduction¿. Section 6 under "anticoagulation", also contains information regarding the recommended anticoagulation therapy and inr range that should be maintained for patients using the device as well as the recommended anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a loss of consciousness, but recovery in a short time with no sequelae.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that computed tomography (CT) scan revealed intracranial bleed in left hemisphere. Warfarin and aspirin were administered. The patient's prothrombin time was above target range of international normalized ratio (inr), related to the medication.